Manufacturer narrative:
Concomitant medical products: product ID :8703w, lot#: l46992, implanted: (B)(6) 1997, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 400mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that upon replacing the pump it was found that the catheter was broken off of the pump.  The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the catheter was from 1997.  The catheter was replaced with a newer model catheter.  The spinal segment of the old catheter remained implanted.  The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.